Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. .cx files have been provided for investigation. The customer could not provide the r1 files. The instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on an rp 500 when compared with another rp 500. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has evaluated the instrument files provided by the customer. Based on the co-ox quality checks, performance with aqc, lack of any calibration drift or diagnostic errors during the time period of the escalated event, the co-oximetry optical subsystem responsible for the measurement of thb appeared stable and functioning as expected. The reported thb is based on measuring the blood cells as delivered to the co-ox slide cell. For an accurate measurement of thb, thorough mixing and rotating of the red blood cells immediately before analysis is required. Insufficient mixing prior to the analysis can greatly alter the reported thb. The cause of this event is unknown.